Manufacturer narrative:
Additional information: b5 - describe event or problem. Corrected data: h4 - device manufacturer date. Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus regional repair center (rrc) prerov, czech republic (received at the rrc on 2022-01-27). The evaluation/investigation at the rrc did not reveal any malfunction of hf generator but found the device to be working correctly. The device was evaluated to meet the specification. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. During the technical evaluation a wireless foot switch was also inspected, which was found to be defective. However, this malfunction could not be related to the reported incident. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) sphincteroplasty procedure heavy bleeding occurred that ended in a clot that obstructed the entrance to the biliary tract. The bleeding could not be stopped until the end of the procedure. Consequently, the physician decided to wait until the next day to complete the procedure and the patient was admitted to the intensive care unit. The intended procedure was completed without further complications at a later stage and the patient was discharged. There was no report about a malfunction of an olympus product.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wa90300w; brand name: electrosurgical generator "esg-300"; common device name: hf-generators; 510(k): k180200; product code: gei.

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) sphincteroplasty procedure heavy bleeding occurred that ends in a clot that obstructs the entrance to the biliary tract. The bleeding could not be stopped until the end of the procedure. Consequently, the physician decided to wait until the next day to complete the procedure. The patient was admitted to the intensive care unit for the time being. No further information was provided but there was no report about a malfunction of an olympus product.